Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that an alert for inappropriate mode switch due to atrial lead noise was observed via remote transmission. The pacemaker-dependent patient presented to clinic and the noise was reproduced through isometrics. Programming changes were made and the oversensing of the noise was mostly diminished. The patient was asymptomatic and will continue to be monitored.

Event description:
New information received notes that the atrial lead noise was observed for quite some time. Programming changes were made. The patient was stable and doing well.